Event description:
It was reported that during a gastrectomy procedure, the hand activation buttons did not work. Used the foot pedal for the whole case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.